Manufacturer narrative:
Philips has investigated this complaint. According to the additional information collected, the procedure was completed using another focus. The philips field service engineer (fse) confirmed that a third party engineer identified the ball tube as faulty and temporarily replaced it with a third party spare ball tube. Later, the customer ordered a philips original tube, which was installed by the third party engineer to fully resolve the issue. After replacement, the system was returned to use in good working order. At the time this complaint was received, philips did not have enough information to exclude the potential for death or serious injury on recurrence, and as such the complaint was reported. Since that time, new information has been received which has led to the determination that this is scenario is not likely to cause or contribute to death or serious injury if it were to recur. A scenario where the procedure can be completed on the same system, is not likely to cause or contribute to death or serious injury should it recur. Therefore, based on this investigation results, philips concludes that this complaint is not reportable. The codes were updated based on the investigation outcome.

Event description:
It was reported to philips that the system could not emit x-ray. The device was in clinical use at the time of the event. No harm to the patient or user was reported. Philips has started an investigation of this complaint.